Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner would not fully seat into shell after repeated blows. Liner was pryed out of cup with an osteotome. Surgeon stated that no soft tissue or other third body was in the shell that was likely to have prevented full seating of the liner. A second liner of the same size was successfully implanted.